Event description:
The customer reported to beckman coulter hotline support that their unicel® dxc 600i instrument cap piercer was leaking fluid onto the tops of sample tube caps. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The hydro waste manifold was replaced by the fse to resolve the cap piercer leak. (B)(4).